Event description:
On (B)(6): customer reports that during a urology procedure, the staff had placed the 24 inch leg extension on the table, then attempted to also attach the smaller extension to the existing extension. When the staff attempted this, the 24 inch extension detached from the table, falling and hitting the staff member on the shin. The staff member was sent to the ER for treatment, where the physicians determined the staff had a bruised bone. There were no lacerations. Pt on the table was not affected because they were still positioned in the leg stirrups. Customer reports the 24 inch leg extension fell because staff did not position the table pad correctly, therefore it was laying off the edge of the table, compromising the connection. The staff did not realize the latch was not fully connected and not locked into place.

Manufacturer narrative:
Field service engineer, on site for another unrelated issue had noticed that the leg extension was not properly inserted and had shown the staff how to insert the extension correctly. Fse, then as part of the system checkout, verified the function of all hydraulic motions, the table accessory sensor, and the leg extension latch according to hut dr service manual with no problems found. This unit was returned to full service by the customer.